Event description:
"Resident was sitting in the wheelchair and lift sling. Caregiver attached sling to lift jib/4pt spreader bar. Caregiver started going up about 8" when the jib/spreader bar fell on the resident's lap." Reference MFR report # 9681684-2013-00066.